Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient has suffered severe pain, crunching or popping noises in hip region, difficulty standing or walking, hip fractures or dislocations, fatigue, tissue inflammation, infection, necrosis and metallosis. Sales rep reported revision to address a loosened acetabular cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi, dob, and side information. Part & lot for cup was also identified. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.